Manufacturer narrative:
Device lot # was not provided/unknown.

Event description:
Doctor reported that the driver fractured in half due to hard bone.

Manufacturer narrative:
One zimmer hex driver was returned for inspection. The square engaging surface is worn from use. The hex tip is confirmed to be fractured and no longer functions at normal. Returned device was examined visually. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Event description:
Doctor reported that the driver fractured in half due to hard bone. Dentist finished the procedure.